Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ lancet has been found damaged.. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the lancet holder is damaged. Verbatim: customer¿s chemist reported lancet holder damaged. Went through troubleshooting and it has been replaced.

Event description:
It has been reported that the unspecified bd¿ lancet has been found damaged.. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the lancet holder is damaged. Verbatim: customer¿s chemist reported lancet holder damaged. Went through troubleshooting and it has been replaced.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to request a DHR due to unknown lot number. H3 other text : see h.10.